Manufacturer narrative:
(B)(4). Initial mfg report # 1531186-2015-00211 was submitted to the FDA on 01/13/2015. Additional / correct information has been obtained for the report but due to invacare's updated trackwise system a normal follow-up report could not be transmitted through normal channels. This report is a replacement MDR containing all the newly obtained & corrected information for the following sections: patient information - suspect medical device - initial reporter - device information - original report was submitted as an importer. This product is a manufactured product. This is a manufacturer product not an importer product. The correct FDA registration number is 9615290, not 1531186.

Event description:
Dealer reported that the front caster wheel on a (B)(4) legacy rollator snapped off when end user was going down a ramp.